Event description:
This ra lead was implanted on (B)(6) 2002. During device changeout on (B)(6) 2011 it was noted that the atrial lead impedance is less than 200 ohms. Patient is in chronic atrial fib. The physician was dr. (B)(6) at (B)(6) medical center in camden, nj. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).